Manufacturer narrative:
Device is a combination product. A 2.50 x 12mm synergy stent delivery system was returned for analysis. The synergy device was returned attached to a non-bsc inflation device. A visual examination of the stent found distal and proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones showed signs of positive pressure applied. The proximal and distal balloon cones appear partially flared. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found a tear in the outer shaft polymer extrusion, located 119.7cm distal to the distal strain relief, at a location immediately distal to the port exit site. The outer shaft polymer extrusion tear was 6mm in length. The device was soaked in a water bath at 37 degrees for one hour to soften any hardened media present on the device. An attempt was made to inflate the balloon to a rated burst pressure of 18atm. The device failed to inflate. A pinhole leak was noted at a location 119.7mm distal to the distal strain relief, at the site of the outer shaft polymer extrusion tear, immediately distal to the post exit site. The inflation device was verified before and after use. A recommended 0.014 inch guidewire was successfully tracked in the device via the tip, to facilitate the functional testing.

Event description:
Reportable based on analysis completed on 19 jun 2019. It was reported that a balloon did not hold pressure. A percutaneous coronary intervention was being performed on a stenosed, moderately calcified and mildly tortuous lesion in the left anterior descending artery. The 12mm x 2.5mm synergy stent balloon was attempted to be inflated to 12 atmospheres but did not hold pressure. The stent balloon was removed and the procedure was successfully completed without issue or patient injury. Returned device analysis revealed a pinhole and stent damage.